Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Medtronic representative performed a system check-out. Identified that the straight suction was difficult to verify and inaccurate by 2-3 millimeters. System performed as intended. Return requested for suspect straight suction. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's straight suction was difficult to verify. Once the straight suction was verified it was inaccurate by 2-3 millimeters. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.